Event description:
It was reported that during a turbinate reduction procedure, four (4) reflex ultra 45 wands were reading 0,2 upon initial plug in. They were tested with three different generators, but the issue persisted. Procedure was canceled after a delay greater than 30 minutes.

Manufacturer narrative:
Internal complaint reference: case-(B)(6).

Event description:
It was reported that during a turbinate reduction procedure, four (4) reflex ultra 45 wands were reading 0,2 upon initial plug in. They were tested with three different generators, but the issue persisted. Procedure was canceled after a delay greater than 2 hours.

Manufacturer narrative:
H10: b4 and h6 updated as per new information received.

Manufacturer narrative:
Correction in h1.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the activity test found that upon wand plug in, the default power level should automatically be set for coblate (4) and coag (2), units that do not default to the correct settings should be rejected. A review of the customer provided image shows the outer box packaging for three wands, and one wand in a tray with no outer box. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in h6 (health effect - clinical & impact codes).